Event description:
It was reported that the large suturecut needle driver instrument wires were noted to be frayed and snapped during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were undamaged. No other damage was found.

Manufacturer narrative:
The instrument has been received for evaluation. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.